Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There was no activity outside normal use observed in the black box or download history. The display screen was found to be dim. A new display screen was inserted into the pump and the display screen illuminated to normal contrast. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Use error contributed to the reported event as the patient knew that the screen was dim and continued to use the pump despite difficulty reading it. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
On (B)(6) 2012, the patient claimed she suffered two hypoglycemic episodes, one at 65 mg/dl and another one at 50 mg/dl because the animas pump had a dim screen and she could not tell days and see how much insulin to administer. The patient had symptoms described as "shaky and sweaty." The dim screen issue was a gradual fade until the segments could be seen. The issue was not resolved with troubleshooting. The product has been requested back for investigation. The patient is on the backup plan and has ceased insulin pump therapy until a replacement is issue. This complaint is being reported because, the patient allegedly had symptoms that can be suggestive of acute complication of diabetes after the display issue began.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.